Event description:
On (B)(6) 2013, the patient underwent a permanent implant procedure. During the procedure, a significant amount of scar tissue was removed to place the lead. The doctor noticed the patient began bleeding upon closing her wound. It is believed floseal was used to provide resolution. One hour post-operation, the patient lost use of both legs. As a result, the patient's scs system was explanted. A spinal drain was implanted during the explant procedure to allow fluid drainage. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
The complaint could not be analyzed through product analysis alone. As rec'd, the lead was complete and in good condition. Inspection of the lead revealed no visual anomalies. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.